Event description:
Revision of implant: due to stem positioning post peri prosthetic fracture: previous plate was removed and the stem was removed and replaced with a longer one. Revision date: (B)(6) 2025.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
Correction - please refer d1: product long description. Although in sections b1 it is mentioned "adverse event" and h1 remain marked as "serious injury" due to original submission constraints, based on the completed investigation, the device is concomitant and did not contribute to the reported failure: the extracted device was not in contact with the humeral bone. Therefore, this complaint is closed without further investigation. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Event description:
Revision of implant - due to stem positioning post peri prosthetic fracture - previous plate was removed and the stem was removed and replaced with a longer one. Revision date: (B)(6) 2025.